Event description:
On (B)(6) 2012 the patient contacted animas alleging that during two separate site/set changes, insulin dispensed during the load step. The patient confirmed that she was disconnected during both incidents, and there were no reported blood glucose excursions as a result of the alleged malfunction. This complaint is being reported because the alleged malfunction remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Correction number: 2531779-03/24/2010-003-r.

Manufacturer narrative:
(B)(4):a review of the black box indicated no "no cartridge detected" warnings. A rewind, load, and prime sequence was successfully performed with no alarms occurring. The pump was exercised for 24 hours with no issues. A loss of prime was induced and the pump emitted the appropriate audio-visual alerts. There was no defect found on investigation. The complaint could not be confirmed or duplicated.